Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that within one month post-implant, lead integrity alert was triggered due to sic (sensing integrity counter) and hrnst (high rate non-sustained tachycardia). The r-wave amplitude was noted to be small and to have decreased since implant. Capture threshold was also increased. An x-ray revealed that the lead had moved significantly. It was noted that the patient had not been compliant with activity restrictions, having been lifting a 75 pound dog. Follow-up with the physician's office confirmed that the lead position had changed significantly, and that the patient was noted to be a twiddler patient. Within approximately one week the lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.